Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds resulting in battery drain of the implantable pulse generator (ipg). The lead was capped and replaced. No patient complications have been reported as a result of this event.